Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that a 2.75 x 18 mm rx vision was deployed in the lcx and a dissection occurred in the distal part of the artery. Another rx vision 2.75 x 15 mm was deployed to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
No damage was reported as being noted to the vision prior to use, and there were no non-conformance's or similar incidents reported for this particular part/lot number. Dissection, as noted in the instructions for use (IFU and product risk assessment, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. However, in this case, a conclusive root cause cannot be determined.